Event description:
The customer reported that the paramedics were called due to her high blood glucose of 25mg/dl, and she was treated with food and glucose tablets. Troubleshooting was performed, and no damage to the drive support cap noted. The customer stated that she was in the airport eating crackers when she needed to be attended. The caller believes it has to do with her settings and the percentage should be adjusted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.